Manufacturer narrative:
Received 1 used small arcticgel pad kit with the original unit packaging. The visual inspection noted that the energy connectors had a slightly damaged (energy connectors collapsed where the energy connector was joined to water supply and returned lines of the arctic sun) on the left and right chest pad. The energy connector of the right and left thigh pad were noted more damaged (energy connectors collapsed where the energy connector was joined to water supply and returned lines of the arctic sun). The trim patterns of the pads were found correct, and no obvious defects were noted in the laminate of the pads. The energy connectors were found correctly labeled. There were no other obvious defects found. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: * left chest pad: a total of 4.29 l/min m2 of flow rate were registered during the test. * left thigh pad: the flow was never stabilized due to the energy connector damaged causing air leakage. * right chest pad: a total of 3.18 l/min m2 of flow rate were registered during the test. * right thigh pad: the flow was never stabilized due to the energy connector damaged causing air leakage. The flow rate of the right and left thigh pads were never stabilized because the energy connectors were damaged (deformed) causing air leakage. The flow rate of the left and right chest pads were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the flow rate did not reach the normal flow rate level of 2.3l/min, causing the temperature to not change after setting the target temperature. The pads were switched out and therapy was continued successfully with no delay to the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow rate did not reach the normal flow rate level of 2.3l/min, causing the temperature to not change after setting the target temperature. The pads were switched out and therapy was continued successfully with no delay to the procedure.